Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can be presumed it was caused by stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was no confirmed. The device evaluation found the following: adhesive on bending section cover or distal sheath rubber has a chip; adhesive around objective lens is peeled; due to a dent on distal end, water tightness is lost; video connector case has a crack; due to wear of angle wire, and bending angle in upwards direction does not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the endoeye flex deflectable videoscope, curved part damaged. The issue occurred during an unknown event. The procedure was therapeutic. The procedure was unknown. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found that the objective lens adhesive peeling. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation.